Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of a continu-flo solution set ruptured. The reporter stated that the IV tubing split as they connected the power injection tubing of the CT scan to the distal port of the IV tubing. This event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.